Event description:
It was reported to philips that the allura system keeps resetting after boot up. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the system keeps resetting after boot-up. Upon functional testing, the fse found an issue with the host pc and its related connections. Then the fse attempted to address the issue by replacing the network switch (ts switch and tg switch) in the m-cabinet and the sib, but this did not resolve the problem. The part analysis of the host pc, sib box and both the network switches was performed, and it concluded that the dos-lan1-rb failure in the host pc; and for the sib box and both network switch failures could not be conclusively determined. However, the replacement of the host pc and hdd by the fse resolved the reported problem. After the replacement of parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.